Event description:
It was reported that during the surgery, the doctor used the guides and drill bits, which are needed to place the 8x20 screw, but at the moment of placing it, it was loose and the graft was loosed too, for this reason, they decided to remove it in order to put it back again, but the noticed that the tip was missing a piece. Then, they proceeded to remove what was left of the screw inside the patient and place a 9x30 screw, which worked properly. No patient injury was reported.

Manufacturer narrative:
Device has not been returned for evaluation. Clinical details were provided confirming the surgeon used a notched dilator to prepare the insertion site. Per the device IFU 1061039 under warning: the starter must be utilized with the biorci screws to minimize screw breakage during insertion. If hard bone is encountered as in this case, the biorci tap should be used.

Manufacturer narrative:
Visual assessment of the screw confirmed the reported breakage. The distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter was found to meet print specification. Clinical details were provided confirming the surgeon used a notched dilator to prepare the insertion site. Per the device IFU under warning: the starter must be utilized with the biorci screws to minimize screw breakage during insertion. If hard bone is encountered as in this case, the biorci tap should be used.